Event description:
It was reported that the patient experienced high blood glucose (bg) levels while the pod was worn on the leg between 4 and 24 hours. The specific values were not provided. The reporter stated that while at school, the pod had completely separated from the patient¿s leg, resulting in the cannula dislodging. The patient was vomiting and was taken to the emergency room (ER) on (B)(6) 2026 due to elevated bg levels. The patient diagnosis was high bg levels, not diabetic ketoacidosis. The patient was treated with intravenous fluids and insulin. The patient was in the ER for 2 hours. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a166usqs6czb6. Hardware: sm-a166u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.